Event description:
It was reported that bd intima-ii 24gax0.75in prn slm adapter / connector defective / damagedhospital reported: crack in isolation plug causing blood leakage, number of units affected 30, samples can be returned unused 1, photos can be provided, green claim required, no complaint response letter and acceptance letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information available.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.